Event description:
Reporter reported the occlusion is closed, but mini-set is still leaking after 2 months in use. The mini-set was exchanged. No patient injury or medical intervention was associated with this incident per the international affiliate.

Manufacturer narrative:
This report is being resubmitted in accordance with instructions from FDA to address a manufacturer report sequence number issue that occurred when this MDR or supplement was originally submitted to the FDA on feb 16, 2007. Baxter product surveillance is seeking additional information regarding the availability of the sample. If the sample is available, a follow-up report will be submitted upon completion of the analysis.